Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and no delivery. The customer's blood glucose level at the time of incident was 600mg/dl. The customer states they treated with pump. The customer declined to troubleshoot for the highs. Troubleshoot was conducted and the cannula was noted to be bent. The customer was advised replacement sets would be sent out.